Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 4 of 6 on the home choice (hc). The technical service representative (tsr) explained the alarms and instructed the home patient (hp) to cycle the power twice to clear them. The tsr then explained that the hp would need to start over with new supplies. The hp wanted to end therapy for the night. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened and of any missed therapy. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated she contacted the peritoneal dialysis nurse (pdrn) regarding the alarm and the missed therapy. The hp resumed therapy the following night on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the cause was not identified because the sample was not returned for evaluation, the lot number was not provided, the alarm was not confirmed in an event log, and the reporter did not describe any type of use error that might have caused the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.